Manufacturer narrative:
Approximate age of device - 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The manufacturer¿s technical service representative reviewed submitted log file and observed power elevations. The customer was informed that it appeared that something passed through the pump. Additional information was received, it was reported that the patient expired on (B)(6) 2018 due to multi-system organ failure and pump thrombosis. No additional information was provided.

Manufacturer narrative:
Evaluation of the submitted log file by the manufacturers technical services representative confirmed elevations in power and flow, frequent pi events, and one low speed operation event; however, a direct correlation between these findings, the reported multisystem organ failure and pump thrombosis, and heartmate ii lvas could not be conclusively established through this evaluation. It should be noted that the fixed speed and low speed limit were set to the same value (8000 rpm) and no low speed advisory or low speed hazard alarms were captured for the duration of the file. No hazard alarms were captured for the duration of the file. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document contains information regarding pump speed, power, flow, and pulsatility index and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, this IFU explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Finally, the IFU contains information regarding the recommended anticoagulation therapy and inr range and outlines indications of pump thrombosis, as well as how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.